Event description:
Customer reported a dialyzer reaction. Seizure, unresponsiveness 6 minutes into treatment. No further info available.

Manufacturer narrative:
No further info about the pt, the event or the device involved in the event could be obtained from the facility. An investigation could not be performed and therefore, the case is considered closed. The incidence of such events will be monitored.